Event description:
N/a.

Manufacturer narrative:
The forceps were not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the codman bipolar forceps touched a patient's cheek and was burned during an otolaryngology procedure. Sparks had fallen when the forceps touched the patient¿s cheek and was burned. The procedure was completed as-is used the forceps. It was unknown what treatment for burn was performed. The burn scar remained on the patient¿s cheek. No information of surgical delay is available. No patient's information is available. No further information was provided by hospital.